Event description:
Reportable based on device analysis completed on 14-sep-2018. It was reported that crossing difficulties were encountered. A 5.0mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break. Returned product consisted of a quantum maverick balloon catheter with a mandrel. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed several kinks along the hypotube and shaft. The hypotube is separated 90.8cm from the hub. The balloon is tightly folded and there is blood on the balloon folds. Microscopic examination revealed that the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.